Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Insulin pump failed to sleep current test. High sleep current isolated to electrical board. Charge, battery lasts less than expected confirmed. Unexpected battery power loss confirmed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump's battery was not lasting for long or only lasting for a week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.